Manufacturer narrative:
D9: 5/19/2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed check clutch (reverse) error. Functional testing was performed, and the reported issue was confirmed. The device is repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling, and motor to fix the check clutch error. The main board was replaced to fix the shutdown issue.

Event description:
It was reported that the traverse error clutch was detected more than one time. Improper shutdown occurred. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.